Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the right atrial (ra) lead was oversensing noise. Programming changes were made. The patient was in stable condition.